Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue of an crystallization of ceftriaxone - flow issue was not determined because no products or device logs were returned.

Event description:
It was reported that the customer experienced flow issues and medication crystallization during an infusion of ceftriaxone. The patient was previously receiving an infusion of lactated ringers but fluid was changed to a solution of 5% dextrose and 0.9% sodium chloride hours before the ceftriaxone was ordered. Once ceftriaxone was started, crystallization was noted about one hour later. The hospital staff determined primary and secondary lines were not changed and believed medication mixing may of led to the crystallization observed. There was patient involvement but no harm reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced flow issues and medication crystallization during an infusion of ceftriaxone. The patient was previously receiving an infusion of lactated ringers but fluid was changed to a solution of 5% dextrose and 0.9% sodium chloride hours before the ceftriaxone was ordered. Once ceftriaxone was started, crystallization was noted about one hour later. The hospital staff determined primary and secondary lines were not changed and believed medication mixing may of led to the crystallization observed. There was patient involvement but no harm reported.